Manufacturer narrative:
(B)(4).

Event description:
New information received notes that at least one inappropriate auto mode switching episode due to atrial lead noise was observed upon reviewing the session records. Lead damage was suspected.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device delivered several inappropriate therapies including hv therapies. Ra and rv lead noise was observed during device interrogation. Lv lead was also dislodged before events; dislodgement date was unknown. All the leads were explanted and replaced. Implantation of the complete new system went well. Patient&#38112;condition was stable before and after the event.